Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review due to a line through the light emitting diode (led) screen when they were on the alarm history view. It was recommended that the system controller be exchanged. It was reported by the site that the system controller would be exchanged the next time the patient visited the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line through the lcd screen on the system controller was not confirmed. It was reported that the system controller was exchanged; however, the controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged on (B)(6) 2025, which resolved the issues. It was later reported that the white line appeared on the screen during self-tests. The issue was encountered prior to one year post implant.